Event description:
Patient allegedly received a celect inferior vena cava (ivc) filter on (B)(6) 2021. Per retrieval report, "there was only a slight tilt to the filter." "During the retrieval, the patient did complaint of some pain in the back." "We were able to take the filter out intact." "Next, we went all this down, put up the snare, we were able to grab the device with the snare, grabbed the hook, retracted, we partially pulled out. During this time, patient did complain of some back pain, so we felt we could get access to the right groin." "Next, we finished pulling out the filter through the sheath. At the neck held pressure for 10 minutes. After 10 minutes, there were no oozing or hematoma. During this time, patient was still complaining of a little discomfort, so we shot another venacavogram and saw no evidence of perforation."

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. Non-healthcare professional. Investigation the reported allegations have been further investigated based on the information provided to date. The following allegations have been investigated: tilt, pain, discomfort. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Unknown if the reported pain and discomfort are directly related to the filter and unable to identify a corresponding failure mode at this point in time. Catalog number and lot number are unknown. The alleged celect is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to or is likely to cause or contribute to a death or serious injury if a malfunction occurred.